Event description:
It was reported that following a motorcycle accident, the impedance measurements with the pacemaker and the right atrial (ra) epicardial electrode showed greater than 3000 ohms. Subsequently the physician opted to replace the pacemaker system with a new transvenous implantable cardioverter defibrillator (ICD). The pacemaker was explanted and the epicardial leads surgically abandoned. The new system yielded good impedance measurements. No additional adverse effects have been reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that following a motorcycle accident, the impedance measurements with the pacemaker and the right atrial (ra) epicardial electrode showed greater than 3000 ohms. Subsequently the physician opted to replace the pacemaker system with a new transvenous implantable cardioverter defibrillator (ICD). The pacemaker was explanted and the epicardial leads surgically abandoned. The new system yielded good impedance measurements. No additional adverse effects have been reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.